Event description:
The hydrocanister lids of the waste exit sumps on the unicel dxc 800 synchron clinical system cracked. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the canisters.